Event description:
Customer stated that her meter was reading "hi." She took an extra unit of insulin. She got another "hi" reading and took more insulin. She passed out 1 1/2 hours later. The customer stated that she had to ride in an ambulance and was given insulin and glucose water. At the hospital, her blood glucose was 23 mg/dl. The customer did not have any more strips or control solution. Customer service offered to replace meter and was sending more strips and control solution.